Event description:
It was reported that the patient's wife contacted boston scientific technical services (ts), as a red call doctor icon was noted from this implantable pacemaker. Upon review, it was determined that the alert was for elevated, out-of-range right ventricular (rv) pacing impedance measurements (greater than 3,000 ohms). The patient advocate was instructed to contact their monitoring healthcare facility for assessment. At this time, this system remains implanted and in-service. No adverse patient effects were reported. It is unknown if the rv lead is a boston scientific product.